Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was feeling stimulation at the wrong area. It was noted that the lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was feeling stimulation at the wrong area. It was noted that the lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.